Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the outer proximal setup joint (suj). The system was tested and verified as ready for use. The suj involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted pleural decortication surgical procedure than an error 40067 occurred and was related to universal surgical manipulator (usm) 1. An intuitive surgical, inc. (Isi) clinical sales representative (csr) indicated that this error was encountered during procedures on the night of (B)(6) 2026, and the morning of (B)(6) 2026. An isi technical support engineer (tse) confirmed that errors on arm 1 were observed in both cases. The procedures were completed with no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the outer proximal setup joint (suj) to perform failure analysis. The proximal suj outer was analyzed and the reported problem was confirmed but not replicated. In the system logs, the error 40067 was confirmed, indicating that the axes controller setup (acu) board reported a communication error. Upon visual inspection, no issues were found related to the reported event. Installed the proximal suj outer onto a golden system where no faults occurred in normal mode and the unit functioned as expected. Tested the proximal on a patient side cart fixture test platform (pftp) where it passed all relevant testing. After testing was complete, visual inspection found no issues related to the reported event. As a result of these findings, failure analysis determined that the acu board and fiber optic cable were consistent with the reported event and were the potential source for this issue. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to communication errors resulting from intermittent issues from acu board and fiber optic cable, both components located on proximal suj outer.